Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was not able to be duplicated. It was noted that loose screw inside the unit may have gotten in between the gears and caused the reported issue. Service removed the loose screw out, performed visual inspection on main board and gears, run prime a few times, and replaced downstream occlusion (dso) seal due to air bubbled on dso seal. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6). Occupation: equipment and return technician.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41622. There was no reported adverse event.